Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received questionable results for three patient samples tested for a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on a cobas c513 analyzer (c513). The customer could only repeat one of the three samples since there was no longer any sample remaining for the other two samples. The sample initially resulted as 12.4 % accompanied by a data flag and this value was reported outside of the laboratory. The doctor questioned the result since a second sample from the patient tested on (B)(6) 2018 resulted with a value of 5.2 %. The complained sample was repeated on (B)(6) 2017 on a different analyzer, resulting as 5.1 %. The repeat result was believed to be correct. The patient was not adversely affected. The hba1c reagent lot number was 21196501, with an expiration date of 31-aug-2018. The customer noted that he saw multiple "water level decrease" errors when reviewing the alarm trace. The field service engineer determined that there was a fluidics issue with the analyzer on 07-feb-2017 and this was resolved. He performed maintenance on the analyzer and adjusted the rinse mechanism fluid dispense to specifications. As a preventive measure, he replaced probes. He verified instrument operation. Multiple quality controls were run and there were no further problems. The customer successfully ran calibration and controls were near mean values. The instrument was working within specifications. Calibration and controls associated with the event are within specification. Upon investigation of the alarm trace, no issues were seen.